Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer called to report a false positive result when using chromid mrsa, ref. (B)(4), lot 1004215410. Customer stated results were (B)(6). Customer did not keep isolates for further investigation. Customer stated no patient results were affected but there was a delay of >24 hours in reporting results.